Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial capture management warning due to the atrial lead having chronically high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.